Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. The patient underwent a revision surgery two weeks later and inspection revealed a crack in the reservoir connecting tube. The reservoir and pump were removed and replaced. The patient had a stable outcome following the surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. The reservoir adapter strain relief has a hole that was the result of a sharp instrument damage which probably occurred during the explant surgery. The hole did not go through the adapter; therefore, no leak was found. The pump was visually and microscopically examined, functionally tested and leak tested. The tubing was cut down from the pump block and was not returned for analysis. The pump did not pass the activation test. Based on the information available and analysis results, the identified activation issue could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. The patient underwent a revision surgery two weeks later and inspection revealed a crack in the reservoir connecting tube. The reservoir and pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. The reservoir adapter strain relief has a hole that was the result of a sharp instrument damage which probably occurred during the explant surgery. The hole did not go through the adapter; therefore, no leak was found. Based on the information available and analysis results, the reported tubing crack was not confirmed.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. The patient underwent a revision surgery two weeks later and inspection revealed a crack in the reservoir connecting tube. The reservoir and pump were removed and replaced. The patient had a stable outcome following the surgery.